Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer's blood glucose (bg) level was displayed as "high"; although specific value was not provided with small ketones. Customer addressed the elevated bg by manual insulin injection. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.